Manufacturer narrative:
Findings: unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked and bleeding lcd glass. Unit received with missing segment due to cracked and bleeding lcd glass. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and partial display. Customer's blood glucose at time of incident was 116 mg/dl. Customer stated that there is crack on the screen and can't read the screen. Customer was involved in the car accident. Customer stated that the pump is not functioning as designed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.